Event description:
It was reported that the patient had the cylinder and pump components removed due to a cylinder slight puncture and pump deterioration. A new right cxr cylinder and pump were implanted. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient had the cylinder and pump components removed due to a cylinder slight puncture and pump deterioration. A new right cxr cylinder and pump were implanted. No patient complications were reported in relation to this event. Additional information received indicated the patient begin experiencing symptoms 2 weeks ahead of surgery. The patient experienced an insufficient erection that occurred due to lack of saline with fluid loss at cylinder and pump malfunction.

Event description:
It was reported that the patient had the cylinder and pump components removed due to a cylinder slight puncture and pump deterioration. A new right cxr cylinder and pump were implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of malfunction due to cylinder puncture with fluid loss was confirmed via product analysis of the cylinder. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the cylinder and pump components removed due to a cylinder slight puncture and pump deterioration. A new right cxr cylinder and pump were implanted. No patient complications were reported in relation to this event. Additional information received indicated the patient begin experiencing symptoms 2 weeks ahead of surgery. The patient experienced an insufficient erection that occurred due to lack of saline with fluid loss at cylinder and pump malfunction.